Event description:
This case was initially received via regulatory authority (reference number: mw5101352) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ('one of the coil perforated the uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included atorvastatin and ibuprofen. On (B)(6) 2010, the patient had essure inserted. In 2015, the patient experienced menstrual disorder ("abnormal menstrual cycles"). In 2017, the patient experienced hyperthyroidism ("hyperthyroidism"). In 2018, the patient experienced menopause ("menopause"). In 2021, the patient experienced pelvic pain ("pelvic pain female"). On an unknown date, the patient experienced uterine perforation (seriousness criteria disability, medically significant and intervention required), procedural pain ("mild pain after procedure"), migraine ("migraines intermittently"), dental caries ("had dental feeling of having caries"), gingival swelling ("feeling of having swollen gums"), abdominal distension ("gassy/bloated"), nausea ("nauseous "), urinary tract infection ("feeling of having urinary infections") and hypoaesthesia ("numbness of right arm and legs on and off"). The patient was treated with antibiotics and surgery (I am schedule to have hysterectomy). Essure treatment was ongoing at the time of the report. At the time of the report, the uterine perforation, menstrual disorder, hyperthyroidism, menopause, pelvic pain, migraine, dental caries, gingival swelling, abdominal distension, nausea, urinary tract infection and hypoaesthesia outcome was unknown and the procedural pain had resolved. The reporter considered abdominal distension, dental caries, gingival swelling, hyperthyroidism, hypoaesthesia, menopause, menstrual disorder, migraine, nausea, pelvic pain, procedural pain, urinary tract infection and uterine perforation to be related to essure. The reporter commented: ¿the seriousness criterion ¿disability/permanent damage¿ was reported, but not specified or assigned to one of the events¿. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in 2021: one of the coil perforated the uterus. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: mw5101352) on 23-jun-2021. The most recent information was received on 13-jun-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("one of the coil perforated the uterus / tubal perforation of right essure coil / malposition of essure coil") and pelvic pain ("pelvic pain female") in a 46 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Concomitant products included ibuprofen and atorvastatin. On (B)(6) 2010, the patient had essure inserted. In 2015 she experienced menstrual disorder ("abnormal menstrual cycles"). In 2017 she experienced hyperthyroidism ("hyperthyroidism"). In 2018 she experienced menopause ("menopause"). On (B)(6) 2021 she experienced uterine perforation (seriousness criteria disability, medically important and intervention required) and pelvic pain (seriousness criterion intervention required). Essure was removed on (B)(6) 2021. An unknown time later she experienced procedural pain ("mild pain after procedure"), migraine ("migraines intermittently"), dental caries ("had dental feeling of having caries"), gingival swelling ("feeling of having swollen gums"), abdominal distension ("gassy/bloated"), nausea ("nauseous "), urinary tract infection ("feeling of having urinary infections") and hypoaesthesia ("numbness of right arm and legs on and off"). The patient was treated with antibiotics as well as surgery (total laparoscopic hysterectomy, with bilateral salpingectomies). At the time of the report, the procedural pain had resolved. The outcomes for uterine perforation, menstrual disorder, hyperthyroidism, menopause, pelvic pain, migraine, dental caries, gingival swelling, abdominal distension, nausea, urinary tract infection and hypoaesthesia were unknown. The reporter considered abdominal distension, dental caries, gingival swelling, hyperthyroidism, hypoaesthesia, menopause, menstrual disorder, migraine, nausea, pelvic pain, procedural pain, urinary tract infection and uterine perforation to be related to essure administration. The reporter commented: ¿the seriousness criterion ¿disability/permanent damage¿ was reported, but not specified or assigned to one of the events¿. Essure insertion date discrepancy noted (B)(6) 2010. Removal procedure: the uterus, cervix and fallopian tubes specimens were then inspected. The surgeon then removed the essure coils per the patient's wishes for her to keep. She was extubated, was taken to the recovery room in stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] (date unknown): normal tubes and ovaries with normal upper abdômen, right essure device perforating through right cornua into right mesosalpinx. Left essure device in satisfactory position [ultrasound scan] in 2021: one of the coil perforated the uterus. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-jun-2023: new reporter added (healthcare professional) and the complete date of pelvic pain and uterine perforation added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5101352) on 23-jun-2021. The most recent information was received on 28-jun-2021. This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ('one of the coil perforated the uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included atorvastatin and ibuprofen. On (B)(6) 2010, the patient had essure inserted. In 2015, the patient experienced menstrual disorder ("abnormal menstrual cycles"). In 2017, the patient experienced hyperthyroidism ("hyperthyroidism"). In 2018, the patient experienced menopause ("menopause"). In 2021, the patient experienced pelvic pain ("pelvic pain female"). On an unknown date, the patient experienced uterine perforation (seriousness criteria disability, medically significant and intervention required), procedural pain ("mild pain after procedure"), migraine ("migraines intermittently"), dental caries ("had dental feeling of having caries"), gingival swelling ("feeling of having swollen gums"), abdominal distension ("gassy/bloated"), nausea ("nauseous "), urinary tract infection ("feeling of having urinary infections") and hypoaesthesia ("numbness of right arm and legs on and off"). The patient was treated with antibiotics and surgery (I am schedule to have hysterectomy). At the time of the report, the uterine perforation, menstrual disorder, hyperthyroidism, menopause, pelvic pain, migraine, dental caries, gingival swelling, abdominal distension, nausea, urinary tract infection and hypoaesthesia outcome was unknown and the procedural pain had resolved. The reporter considered abdominal distension, dental caries, gingival swelling, hyperthyroidism, hypoaesthesia, menopause, menstrual disorder, migraine, nausea, pelvic pain, procedural pain, urinary tract infection and uterine perforation to be related to essure. The reporter commented: ¿the seriousness criterion ¿disability/permanent damage¿ was reported, but not specified or assigned to one of the events¿. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan- in 2021: one of the coil perforated the uterus. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.